Event description:
It was reported that the patient underwent a revision procedure due to the patient visiting the hospital due to experiencing pain when attempting to pump the device with an inflatable penile prosthesis (ipp). Diagnostic testing was performed and found that one side of the cylinder was ballooning resulting from overuse. The ipp cylinder was explanted and a new ipp cylinder was implanted. Following the procedure the patient got better.

Manufacturer narrative:
Product analysis was unable to confirm the reported allegations related to pain; however, product analysis confirmed the reported related to cylinder ballooning/bulging. The ams700 ipp cylinder was visually inspected and functionally tested. Cylinder has a excess air between the inner and outer tubes that result of ballooning/bulging in cylinder when inflated. Cylinder has wear at fold in cylinder body. Cylinder has separated adhesive with broken fabric treads where the proximal cylinder body is bonded to the rear tip of the cylinder; no leak was found. Product analysis was unable to confirm the reported allegations related to pain; however, product analysis conclude that the identified cylinder ballooning/bulging was the most probable cause of the event. Product analysis confirmed cylinder malfunction.

Event description:
It was reported that the patient underwent a revision procedure due to the patient visiting the hospital due to experiencing pain when attempting to pump the device with an inflatable penile prosthesis (ipp). Diagnostic testing was performed and found that one side of the cylinder was ballooning resulting from overuse. The ipp cylinder was explanted and a new ipp cylinder was implanted. Following the procedure the patient got better.